Event description:
The user facility reported that the tr band was noted to have been damaged as it was opened prior to use. The following information was provided by the user facility: during preparation for use, it was noted that the device was "defective"; and the involved tr band was not applied to the patient.

Manufacturer narrative:
The involved device was returned to the manufacturing facility in (B)(4) for evaluation. Inspection of the returned sample confirmed that the area adjacent to where the large and small balloons are welded had been stretched and then torn. Evaluation of non-damaged areas of the returned sample confirmed that there were no other anomalies or defects. Although the exact lot number could not be definitely determined, it is presumed that the lot number indicated on the returned peel pack label (121107a) is the same as the returned sample. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. While the cause of the reported event cannot be definitively determined based on the available information, the appearance of the returned sample is most consistent with damage due to the user applying an excessive pulling force when opening the band prior to use, resulting in the observed tear adjacent to the weld between the two balloons. The labeling does address the potential for an event related to damage of the tr band balloon in the instructions-for-use with the following statement: "while using, be careful not to put excessive load on the pressure confirmation balloon or compression balloon that could break it." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).